Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the super turbovac 90 icw presented electric shocks without more detailed explanation. The malfunction happened during use internal to the patient and it is unknown how was the problem solved or if there were delays. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations on preventing electrical shocks. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.